Event description:
It was reported that, the fiber broke and the tip burnt. It broke the debris shield. The procedure was completed successfully. There were no patient complications.

Manufacturer narrative:
The device component is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the slimline sis hazard analysis was completed and confirmed that the events of fiber-break and fiber cap/tip-burn of device or device component are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The labeling review found that the product instructions for use states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that, the fiber broke and the tip burnt. It broke the debris shield. The procedure was completed successfully. There were no patient complications.